Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0xrdr, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead.

Event description:
The healthcare professional (hcp) reported that patient had an (B)(6) infection and device was removed due to infection on (B)(6) 2016. The medtronic representative reported on behalf of healthcare professional that hcp called them. They reported that patient did not know when the infection first occurred. Patient was also (B)(6) carrier. Patient then reported having granuloma, possibly at battery site, on (B)(6) 2016. Representative mentioned that patient had part of the lead that remained in the body from the original removal of system. Patient was advised to consult with neurosurgeon for having infection. Patient called to medtronic and reported the exact same scenario. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Event description:
Additional information received as patient asked if the medtronic had a lot of patients who had the wire moved. Patient reported the device was removed 2016 and the wire was left in. It was reviewed that due to falls and trauma that it could cause the device to shift or move and patient said that they didn't have any of that. It was asked clarify questions for documentation purposes and patient said that they didn't really want to give information and patient said that they would have their lawyer take care of that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.